Manufacturer narrative:
(B)(4). The product does not return for evaluation yet. Most likely underlying root cause of malfunction:user's test strips had a poor storage(bathroom). (B)(4).

Event description:
Costumer reported complaint for high blood glucose results when compare test results to true result; manufacturer discontinued the true result. The customer is concerned with tests results of 112mg/dl with a true metrix air and 50mg/dl with a true result. The customer's expected fasting blood glucose test result range is 100-130 mg/dl. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification,customer stores the product in the bathroom. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(4). Customer states that he overdoses himself with insulin. Customer states that he knows he was crashing and he took some insulin. Customer states that he was having symptoms of low blood sugar, he was sweaty and having tunnel vision. Customer test 2-3 times a day. Customer states that his results drop lower than what the was showing. Check the meter's memory and was unable to see a result of 114mg/dl but customer states that it was possible the results of 112mg/dl that was taken on (B)(6) 2016 @7:47am instead. Customer states that the meter time and date is not set correctly in the memory. Customer strips are being stored in the bathroom.